Event description:
Clinic notes were received for the vns patient's office visit on (B)(6) 2016 indicating that the patient's family believed the patient's device was malfunctioning. It was noted that the patient was still having breakthrough seizures. The physician indicated that the device settings need to be adjusted and that the device may need to be replaced. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The generator was programmed off on 03/22/2016, which is about one month after the patient's increased seizure allegation. It appears that the device disablement is related to the previously reported increased seizures due to the timeline of events. Additionally, it was noted that the disablement was due to a "perceived lack of efficacy," which would align with the patient having unexpected seizures. No additional or relevant information has been received to date.